Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. The incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Based on the complainant's description of the event, the root cause may have been the result of use error as it was reported that the clip applier was used to clip over a metal staple line. The instructions for use (IFU) states, "avoid firing the clip applier over another clip or instrument as this may distort the jaws, potentially causing the device to release the clip prematurely." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Epix universal- "(B)(6) experienced clip scissoring when clipping across the metal staple line. (B)(6) stated that the clips after the scissor began to misfire." Type of intervention: "dr removed the scissored clips"